Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing and fractured inner coils. During the removal procedure, the physician had difficulty retracting the lead helix. The lead was partly capped and removed.